Manufacturer narrative:
On (B)(6) 2015: during follow up with the customer, the customer indicated that they had taken off the pump, and were using long and short acting insulin via manual injections instead, however bgs levels were still elevated at 234mg/dl. The customer stated that they were to call their endocrinologist in the morning. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels had been elevated (300-447mg/dl) for approximately 2 days. Elevated bgs were treated by drinking a lot of water, and administering a correction bolus. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider.